Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was not provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that after the catheter entered the internal jugular vein 15 cm, the catheter allegedly broke in two pieces. It was further reported that the distal catheter migrated to the right atrium. Reportedly, the patient displayed symptoms of extravasation, cardiac arrhythmia, and no back flow. Furthermore, the device was removed. The patient was reported as stable post removal procedure.

Manufacturer narrative:
Manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one x-port isp m.r.I. Plastic port with 8 fr s/l standard groshong catheter device was returned for evaluation. Functional and dimensional evaluations were performed. Port and catheter lumen were patent to infuse. A complete circumferential break at the 10 cm depth marking. Further examination showed the common break ends of the tubing at the 10 cm depth marking to match up and the tubing to exhibit a flattened elliptical profile. The investigation is confirmed for catheter break, as the catheter was returned in two pieces with conforming edges. Per image review: the image review confirms migration of catheter with low accuracy due to low image quality. Although a definitive root cause could not be determined, pinch-off could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that after the catheter entered the internal jugular vein 15cm, the catheter allegedly broke in two pieces. It was further reported that the distal catheter migrated to the right atrium. Reportedly, the patient displayed symptoms of extravasation, cardiac arrhythmia, and no back flow. Furthermore, the device was removed. The patient was reported as stable post removal procedure.